Manufacturer narrative:
Event date is estimated; year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient requested assistance using their recharger to charge the ins, as they had not been able to do so successfully. They commented that they lost a lot of weight and it felt like the ins had moved and was lower over probably the last month, which may have been making it more difficult to charge. It was reviewed how to start an ins charge session and launch the recharging application. The patient encountered a recharger not found message, which was resolved by resetting the recharger, however, they then encountered a 9766 code. How to close the application and power the recharger off and back on again was reviewed, and this resolved the issue. The patient was able to see a normal ins charging screen with the battery at 20% and therapy off. They planned to continue to charge the ins and would turn therapy backon again after doing so. It was recommended the patient discuss any pocket site concerns with their managing physician.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). It was reported that the clinic said they spoke with her and told her contact them if she had any problems and they would schedule her an appointment. They have not heard back from her.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.